Event description:
A home patient (hp) contacted the technical service center (tsc) to report a low drain volume alarm during initial drain while using the homechoice (hc) system. The hp reports last fill volume 0ml. Hp is certain she is full of fluid and does not do any day exchanges. The hp disconnected during initial drain and left the patient line sitting exposed. The technical service rep (tsr) advised the hp to end therapy and start over but the hp refuses. The hp reconnected and tried again but could not drain. The tsr advised the hp to call her nurse or doctor and informed her of the possible risk of contamination due to air. Per the home patient's nurse, the hp as not experienced any injury or medical intervention association with this incident.